Event description:
The customer reported the high definition lcd monitor had intermittent issues and turned on and off by itself. No error messages were displayed. The issue occurred when preparing the monitor for use in a diagnostic endoscopic biopsy procedure. There was a 10 minute delay and the procedure was completed with a similar device. The customer did not want to risk losing video during a procedure so they planned to get a new monitor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.